Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a recurring backup battery (ebb) fault. This was the second fault that has occurred after the ebb was replaced recently. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was unable to be confirmed. No log files were submitted for review, and no equipment was returned for evaluation. Provided information indicated that the system controller was exchanged. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was unable to be determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records was reviewed and revealed no deviations from manufacturing or qa requirements. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate ii instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿¿¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.